Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2010, the patient had essure inserted. In august 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)/ uterus during intercourse"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("allergy: nickel"), vaginal haemorrhage ("vaginal bleeding"), vaginal infection ("infection( bladder/ urinary tract/ vaginal) type"), abdominal pain lower ("lower abdominal pain"), cystitis ("bladder infections") and urinary tract infection ("urinary infections"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), rash ("rash/ allergy or hypersensitivity reaction"), skin disorder ("skin condition"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraine") and headache ("headaches"). The patient was treated with surgery (surgery to remove essure device-essure reversal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, female sexual dysfunction, menorrhagia, rash, vaginal haemorrhage, abdominal pain lower and headache had resolved and the dysmenorrhoea, allergy to metals, skin disorder, bladder disorder, urinary tract disorder, migraine, vaginal infection, cystitis and urinary tract infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, rash, skin disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),pelvic/abdominal, apareunia, menorrhagia, vaginal bleeding, rash/skin condition, nickel allergy, bladder problems, urinary problems, migraine, vaginal infection, bladder infections, urinary infection, lower abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs received: newly added events- vaginal bleeding, vaginal infection, lower abdominal pain, headaches, bladder infections, urinary infections. Event outcome of events rash was updated. Patient's demographic details were updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("allergy: nickel"), rash ("rash"), skin disorder ("skin condition"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and migraine ("migraine"). The patient was treated with surgery (surgery to remove essure device). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, female sexual dysfunction and menorrhagia had resolved and the dysmenorrhoea, allergy to metals, rash, skin disorder, bladder disorder, urinary tract disorder and migraine outcome was unknown. The reporter considered abdominal pain, allergy to metals, bladder disorder, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, migraine, pelvic pain, rash, skin disorder and urinary tract disorder to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),pelvic/abdominal, apareunia, menorrhagia, rash/skin condition, nickel allergy, bladder problems, urinary problems, migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-aug-2019: pfs : previously reported event "injury " replaced with "pelvic pain", events-"abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, menorrhagia (heavy menstrual bleeding), allergy: nickel, rash, skin condition, bladder problems, urinary problems, migraine, plaintiff did not undergo essure confirmation test", reporter information added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.